Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report an embolized xtw mitraclip. It was reported that on (B)(6) 2022, a patient presented with 4+ degenerative mitral regurgitation (mr) prolapsed flail, and redundant leaflets. Three mitraclips were implanted. The grasp was sufficient in all views and angles. There was no device issue or adverse patient effect. On a later date, (B)(6) 2022, the patient presented to the emergency room with shortness of breath and an increased mr grade of 4+. It was noted that the xtw mitraclip had embolized into the proximal descending aorta. The clip was snared and retrieved in a 20 french sheath. There was tissue visualized in the clip post retrieval. Another xtw mitraclip was implanted more medial, than the original embolized xtw. The mr was reduced to grade 1. In the physician's opinion the embolization was due to patient anatomy (redundant leaflets). No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported expulsion was due to patient anatomy (redundant leaflets). The reported embolization, recurrent mr, and unspecified tissue injury were cascading events of the reported expulsion. The cause of the reported dyspnea was a cascading event of the recurrent mr. The reported patient effect of embolism, tissue injury, mitral regurgitation, and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions, foreign body removal, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.